Manufacturer narrative:
Corrected data: upon further review it was determined that reported device code of cartridge tip cracked/damaged was inadvertently not indicated in the initial MDR submitted. The section below has been updated. Section h6: medical device problem code: cartridge tip cracked/damaged. Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? 21st may 2021. Section h3 - evaluated by manufacturer: device evaluation: a box was received containing the directions of use (dfu), implant notification card and label stickers as well as the foreign material ¿ loose particle inside a sample container. As the product was not returned the reported issue of cartridge tip cracked/damaged could not be verified. The foreign material in question was sent to eag laboratories for further analysis. Based in the eag lab. Analysis the foreign material is consistent with a mixture of polypropylene, inorganic salts and possibly an ester species. The reported issue of foreign mater loose was verified. However, as the product was not returned for evaluation, it cannot be confirmed that the particle was a piece of the cartridge that broke off. It is also not possible to confirm the reported issues are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. Initial reporter number: (B)(6). Device evaluation: the material has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed yet. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu) a little piece of the cartridge came into the eye. It looked like a little piece of the plastic of the cartridge broke off. The doctor got it out of the eye using a little pincer. No wound enlargement or patient injury. Through follow-up we learned that the customer thinks the piece came from the inside of the cartridge. No additional information was provided.